Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had "failed". Patient received emergency room treatment on (B)(6) 2014 for a blood glucose >500 mg/dl with moderate ketones and symptoms of dehydration, polyuria, polydipsia, abdominal symptoms, and blurred vision. Treatment included IV fluids and insulin via pump and injections. This complaint is being reported because the patient experienced hyperglycemia while on pump therapy and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/29/2014 with the following findings: the last basal delivery was on (B)(4) 2014 at 9:19pm, reported date of (B)(4) 2014 is overwritten. Total daily dose adds up and reflects the programmed basal rate. The pump reflected 24u after a 24u/hr on 1u/hr duration test, the product delivers and performs within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.